Event description:
It was reported that the patient experienced an overdose. Per the patient's wife, the patient was unconscious and had collapsed early this morning after symptoms of slurred speech and being confused. Per patient's wife "the pump had given too much medication". The patient was admitted to the emergency room. It was reported that the logs looked fine. The patient status was improving following a programming dose to minimum rate. It was reported that a couple days later, the patient was "sitting up, responsive and eating breakfast". The patient was to be discharged and the pump was programmed back to a therapeutic infusion. The pump was delivering morphine and clonidine.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: unk. (B)(4).

Event description:
It was reported the morning the patient collapsed he also stopped breathing and ¿they could not wake him up¿ at the hospital. It was also noted the patient had ¿slurred speech, had trouble staying awake, was mentally confused, and then passed out.¿